Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument pin started to come out. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found the primary failure of dislodged grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. Additionally, the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. The instrument was found to have a bent grip and the tip does not align with the other grip. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.